Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: several nurses reported feeling that there is something blocking the inside of the needle making it difficult to push vaccine through.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation with no sample analysis the symptom reported could not be confirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: several nurses reported feeling that there is something blocking the inside of the needle making it difficult to push vaccine through.